Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests.

Event description:
On (B)(4) 2013, a company representative reported that the pt's insertion device had unintentionally released two infusion sets. Follow-up with the pt's mother revealed that there was a third incident of an unintentional release of the infusion set. She stated that she did not press the release button on t eh device when it released. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were discarded. The insertion device was requested to be returned for product evaluation.